Event description:
This ra lead was implanted on (B)(6) 2000 and still remains implanted at this time. A product experience report states that this lead had high impedance issue. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).